Event description:
The caller alleged a variance between two inratio inr results and a laboratory inr result. Results are as follows: date inratio inr laboratory inr (B)(6) 2015 1.7 and 3.9 3.2 therapeutic range: 2.5 - 3.5 the time between the two (2) inratio inr tests was minutes and the time between the inratio tests and the laboratory test was one (1) hour. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformance and the lot met release specification. The root cause is unable to be determined from the information provided.